Manufacturer narrative:
Philips has investigated this complaint. Customer reported philips that the flexvision went black. The philips remote service engineer (rse) inspected system remotely and confirmed that the flexvision was not turning on. Customer informed that even after multiple restarts the flexvision was not turning on. Review of system log files indicated malfunction of flexvision monitor. The philips field service engineer (fse) visited system onsite and performed troubleshooting, which revealed that the flexvision monitor was defective. To resolve the issue, the fse replaced the flexvision monitor, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It was reported to philips that the system's flexvision computer unexpectedly went black. The user turned it off and on again but the issue persisted. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.